Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (partial resection), there was no problem with the firing the device. It was noted that the device was removed from chest cavity with the jaws closed, and an attempt was made to return the release bar to remove the reload, but it was difficult to remove because a lot of force was needed. Another handle was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was applied on over indicated tissue. Functionally, the reload was loaded into a representative handle and the returned handle(-30). The reload was loaded with the handle repeatedly and no functional abnormalities was found. The clamping mechanism was deformed. The reload was cycled without hesitation or binding and was applied to test media. The reload was applied to test media. Test media was transected.  It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.